Event description:
The customer claims that the unit does not alarm with new batteries. There was no patient injury reported. Evaluation for the returned product shows that the unit powered on. The speaker is loose inside the unit and the alarm does not sound correctly.

Manufacturer narrative:
(B)(4). Results: evaluation for the returned product shows that the alarm unit powered on. The speaker is loose inside the unit; therefore, the alarm does not sound correctly.